Event description:
It was reported that a pump has a system error 322. It was also reported there was no pt injury.

Manufacturer narrative:
(B)(4). The device was returned to baxter and evaluated. An engineering evaluation confirmed the reported symptom through history log. Investigation was unable to reproduce the reported symptom of ec 322 after the unit was run for 43+ hours.